Manufacturer narrative:
Date of event: (B)(6). Date of report: 26aug2019.

Event description:
The customer reported a high oygen(o2) pressure alarm. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
MFR received date: 17 sep 2019. The customer reported that there was no issue with the ventilator. The problem was caused by a defective e-cylinder regulator. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a high oxygen(o2) pressure alarm. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.